Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that upon opening the chipboard box of the barewire emboshield filter delivery wire, the sterile pouch was observed to not be sealed. The guide wire was not used in the procedure. The remaining boxes on the shelf were opened and the enclosed sterile pouches were found to be sealed. A new barewire filter wire was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular (av) for analysis and the unsealed pouch was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Av conducted root cause analysis and determined the reported package issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.